Event description:
Reportable based on analysis completed on (B)(4) 2015. It was reported that crossing difficulties were encountered.  The target lesion was located in the moderately tortuous and moderately calcified vessel. A 20 x 3.50 promus premier¿ drug eluting stent was selected for use and advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed stent damaged.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the stent delivery system was returned for analysis. There were no issues noted with the profile of the devices tip. A visual and microscopic examination found no issue with the profile of the device¿s inner or markerbands. A 0.014in guidewire was inserted through the device without issue. A visual and microscopic examination found that a stent strut in the center of the stent was raised off the balloon material. It was also noted that the strut was bent in the direction of the tip. This damage is consistent with the stent meeting resistance or an obstruction during the withdrawal of the device. The balloon was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. A visual and tactile examination found no issue with the shaft polymer extrusion profile. A visual and tactile examination found the hypotube was kinked 68.2cm distal to the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).